Event description:
Pt scheduled for cesarean section. Spinal placed by physician, needle broke during placement. Surgical procedure needed to remove broken needle. During a f/u call to the facility, the reporter indicated that the broken piece of the needle was successfully removed from the pt and that the pt did not need any add'l medical intervention after the removal of the piece. Reference MFR report number: 2523676-2013-00191.